Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A few hours post procedure the patient's blood pressure dropped and the patient went into cardiac arrest. Ultrasound imaging showed that the closure device had embolized out of the laa of the patient. A surgical thoracotomy was performed, and the closure device was removed from the patient. Resuscitation attempts were performed but were not successful. The patient did not recover from this event and the patient died. It was further reported that after the patient went into cardiac arrest, they received two rounds of cardiac defibrillation, bedside cardiopulmonary resuscitation (CPR), endotracheal intubation, and intravenous epinephrine administration. The patient's heart rate and blood pressure temporarily recovered, but consciousness remained impaired. Emergency cardiothoracic consultation was requested. An emergency thoracotomy was then performed. Following surgery, the patient remained unconscious and was transferred to the intensive care unit on ventilator support. One day post procedure, the patient's heart rate dropped to 0 bpm. Despite aggressive resuscitation, spontaneous rhythm was not restored, and death was declared.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A few hours post procedure the patient's blood pressure dropped and the patient went into cardiac arrest. Ultrasound imaging showed that the closure device had embolized out of the laa of the patient. A surgical thoracotomy was performed, and the closure device was removed from the patient. Resuscitation attempts were performed but were not successful. The patient did not recover from this event and the patient died.